Manufacturer narrative:
The device and component codes were updated.

Manufacturer narrative:
The na electrode lot number was i41 with an expiration date of 29-jan-2024. The field service engineer (fse) found broken vacuum tubing on a nozzle. The fse replaced the rinse tubing, performed mechanism checks, and checked and adjusted the gear pump pressure. The ise block was inspected and cleaned, reagent primes were performed and ise checks were completed. Precision testing passed. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer provided examples of discrepant results for 2 patient samples. Patient 1 initial result was 182 mmol/l. The repeat result from a different c501 module was 139 mmol/l. Patient 2 initial result was 173 mmol/l. The repeat result from a different c501 module was 137 mmol/l. The questionable high results were not reported outside of the laboratory. The samples were repeated due to recent high na results. The repeat results were believed to be correct.